Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD; implanted: (B)(6) 2018, 511212 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered 2 shocks for what appeared to be t-wave oversensing (twos). In addition, there were non-sustained high rates noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that sensitivity on the right ventricular (rv) lead were reprogrammed.